Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test. No unexpected no delivery alarms noted. Device received with the no delivery alarm functioning properly. Unit received with the reservoir tube lip partially broken off. Device received with corroded motor home switch. No traces of moisture were noted at electronic assemblies per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test. Unit passed delivery accuracy test at 0.08815 inches. No unexpected no delivery alarms noted. Unit received with the no delivery alarm functioning properly. Unit received with the reservoir tube lip partially broken off. Unit received with corroded motor home switch. No traces of moisture were noted at electronic assemblies per visual inspection.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood 400 mg/dl. The customer¿s other blood glucose was 283 mg/dl, 274 mg/dl, 285 mg/dl, 312 mg/dl. The customer had experienced the symptoms such as muscles feel weak. The customer treated with the insulin pump. The customer reported that the reservoir was leaking. The customer reported that there was a loose piece of clear plastic that came out when the reservoir was removed. The customer reported that insulin pump was exposed to moisture. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump and reservoir will be returned for analysis.